Manufacturer narrative:
The received device had the cannula assembly deployed. The device download data could not be obtained, so it cannot be confirmed if an occlusion alarm occurred. Inspection of the fluid path and drive components found no abnormalities that would generate an occlusion alarm. The exposed portion of the soft cannula was found torn, preventing fluid from exiting as intended and shortening the overall length of the cannula. It cannot be confirmed when or how this damage occurred. The batteries were also found insufficient to power the device, however, it is unclear if this is related to the data loss. The bottom housing vent material was also damaged. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. No information was provided on how the hyperglycemia was treated.